Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece/modular device had a sticky trigger. It was noted in the service order that the device did not have power. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary: a visual and functional assessment was performed on the device. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to cracked housing and missing screws. It was determined that the device had an unauthorized repair. Investigation is based on the assessment and picture performed in the service center netherlands. The device failed following steps of the diagnostic assessments. General condition: leakage test using bubble emission technique: check the attachment coupling: check the cannulation of hand piece: check for mechanical free moving: check for sticky triggers: check roundness of housing: check fitting of the lid: check for wear on housing: check general function of device: the device was visually and functionally inspected and it was found that the housing of the device was cracked and the screws which attach to the controller are missing. Due to the cracked housing other test steps failed and a lid could not be attached leading to the devices inability to run. Furthermore it was found that the triggers were sticky. The root cause: the most probable cause for the found defect is unauthorized repair by a third party. As part of synthes quality process devices are serviced / inspected and released to approved specifications. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user or customer: servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site.